Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified holes in the surface of the pebax. When they came on ablation, the force reading was doubling or tripling in values on the carto 3 system. After the inspection of the catheter, it was discovered that there was blood in the spring of the catheter. They replaced the catheter and the force issue was resolved. The procedure continued. There was no patient consequence reported. Additional information was received. Blood inside the tip of the catheter. Condition was noted after the device was removed to inspect. Procedure was completed successfully after replacing the catheter. No patient consequence. No abnormal resistance noted. No damage to sheath. No resistance noted. Catheter was able to move inside the sheath. Nothing was stuck in sheath. Baylis rf needle used for transseptal. Catheter pebax was not damaged. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-apr-2024, observed reddish material and holes in the surface of the pebax. This event was originally considered non-reportable, however, bwi became aware of holes in the surface of the pebax on 18-apr-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-mar-2024. The device evaluation was completed on 18-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and screening test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and holes in the surface of the pebax. The force feature was tested. The force values and the vector were observed within specifications; however, the generator failed to record any temperature values, displaying an error code 170. Further inspection revealed three open circuits in the tip area. The issue is unrelated to the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The hole in the pebax with reddish material could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the open circuits cannot be determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force issue¿ and the ¿there was blood in the spring of the catheter¿. In addition, biosense webster inc. Analysis finding of the ¿reddish material and holes in the surface of the pebax¿. Investigation findings: open circuit (c0205) / investigation conclusions cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿three open circuits in the tip area¿. Manufacturer¿s reference number: (B)(4).